Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information and past similar case, omsc presumed that the previous reprocess was inappropriate and the air/water nozzle was clogged with lens cleaner, lint derived from waste cloth and/or paper towel, residue of chemical solution. The instruction manual of the subject device states appropriate handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4) ((B)(4)). (B)(4) checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the air/water nozzle was clogged. The user replaced the subject device to another device and completed the procedure. After that, olympus china (osh) obtained the information that there was foreign material in the air/water nozzle, and the foreign material could not be removed by correct reprocess. There was no report of patient injury associated with the event.